Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The balloons were prepped outside the body. Upon positioning of the device in the patient, the balloons were inflated and burst. No injury reported. The burst occurred prior to lytic being infused. Case completed to physician satisfaction with another trellis device.investigation of the returned device on (B)(6), 2014 found 1 hole in the distal balloon, and 1 hole in the proximal balloon. All components were accounted for.